Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an eye surgery on (B)(6) 2019 and suture was used. During the procedure, the suture was cut while being placed. The surgeon claimed that the suture looked like it was altered by heat. There were no adverse patient consequences reported.